Event description:
During a laser procedure the doctor placed appropriate laser safety goggles on staff and the pt but put incorrect goggles on himself, he put goggles on for the another laser rather than this model. He reported pulsing the laser once and saw a bright light and stopped. He reported his vision a little grayer. His ophthalmoligist indicated it would probably be ok. As a result of using the incorrect eyewear he may have been exposed to energy greater than maximum permitted safe energy.